Event description:
Additional information received on 12dec2019: it was reported that the patient's anatomy was small and it limited the space available to move the stone, which was about 1.5 cm in size, increasing the resistance when opening the basket.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, documentation, and quality control data. One device was returned for investigation. Inspection of the returned device noted the device was returned with the handle and the basket formation in the closed positions. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measured 2.9 cm in length. A wire protruded from the distal end of the basket sheath and measured 1.1cm. There were kinks in the basket sheath at 38cm, 42.7cm, 64.5cm, and 82.5cm form the distal end of the basket sheath. When the basket is fully deployed, one wire was pulled out of the distal cannula. The remaining three wires were secure. Functional testing determined the handle actuates the basket formation to the open and closed positions. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket sheath that was kinked in multiple locations. Although the basket was able to open and close when tested, it is likely that the multiple kinks would have prevented the basket from functioning during use, when the device would have been inside a scope and the patient anatomy. One of the basket wires was found to be pulled free from the basket cannula. Then provided information stated this occurred after the basket would no longer function properly. The cause for the observed sheath damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a left kidney stone ureteroscopy the physician was using a ncircle tipless stone extractor to move the stone into the upper pole of the kidney. It was discovered after inserting the device into the patient through a olympus vrf-2 flexible ureteroscope that the open and close function was not functioning properly. It was closing when it should be opening and opening when it should have been closing. The basket then became "undone" and broke at one end. The basket was then removed and another one was used to complete the procedure. It was reported that the patient did not experience any adverse effects due to this occurrence. Additional information has been requested and a follow-up report will be submitted when and if that information is received.